Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment case details were reviewed. A centrally positioned access was gained utilizing a micro puncture kit with ultrasound guidance. The right common femoral arteriotomy (cfa) was 8mm, with mild calcification in the cfa, and posterior wall calcification with a measured deployment depth of 5cm + 1cm. No issues were encountered advancing or withdrawing the initial procedural sheaths. Following the undisclosed procedure, heparin and protamine were administered and an 18f manta was deployed to the measured depth. Hemostasis was immediate, distal pulses were questionable although flow was satisfactory, and the site appeared hazy, potentially from thrombus. The physician chose to apply balloon angioplasty and advanced a stent to maximize flow. The patient did not experience any harm, injury, or health consequences from this event and the outcome post-procedure was good. The suspected root cause of the slowed flow requiring a covered stent may be due to the combination of calcification present in the cfa and surrounding vessel walls, and thrombus seen at the access. The severity of harm is ranked as a 4 because endovascular intervention requiring stenting and ballooning was used as a treatment for the slowed flow. Complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention (covered stent) are listed in the IFU as possible adverse events related to vascular closure devices. Due to an insufficient amount of information regarding the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for investigative purposes, a root cause for the extended hemostasis requiring a covered stent cannot be determined. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: after deploying manta, the closure site had a hazy appearance, but flow was satisfactory. Physician decided to balloon, and eventually stent to maximize vessel flow. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild posterior calcification. Measured depth for the manta was 5+1 cm and there were no issues advancing or withdrawing procedural sheaths. Systolic blood pressure was 160mmhg.10000 units of heparin and an unknown dose of protamine were administered during the procedure. Time to hemostasis was immediate but they were unsure if distal pulses were present, as per the additional information from the rep, the hazy appearance was referring to potential thrombus at the site. A stent was placed with a good outcome and the patient was reported as fine post the procedure with no reported patient harm.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: after deploying manta, the closure site had a hazy appearance, but flow was satisfactory. Physician decided to balloon, and eventually stent to maximize vessel flow. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild posterior calcification. Measured depth for the manta was 5+1 cm and there were no issues advancing or withdrawing procedural sheaths. Systolic blood pressure was 160mmhg.10000 units of heparin and an unknown dose of protamine were administered during the procedure. Time to hemostasis was immediate but they were unsure if distal pulses were present, as per the additional information from the rep, the hazy appearance was referring to potential thrombus at the site. A stent was placed with a good outcome and the patient was reported as fine post the procedure with no reported patient harm.